Event description:
It was reported via repair work order that the head end lift was stuck up in elevated position and wont lower due to malfunction cable harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.